Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the outlet port was blocked and oxygen gas did not easily flow before use on a patient. Therefore, a new unit was used instead." No patient involvement.

Manufacturer narrative:
Qn#b (B)(4). One nearly empty 003-01j 340 ml water bottle lot 19b378 was received for evaluation with an adaptor attached. The adaptor body was white, and the snap cap was clear. The bottle's trigger tab was absent, and the oxygen outlet was occluded. No other visual defects were observed. Based on the visual exam, the complaint is confirmed. An occluded port may be caused by plastic pushed down during extrusion blow molding of the bottle due to insufficient air or vacuum. A non-conformance was opened to further investigation this issue.

Event description:
The complaint is reported as: "the outlet port was blocked and oxygen gas did not easily flow before use on a patient. Therefore, a new unit was used instead." No patient involvement.